Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the contact was unsure and unable to verify the amount of insulin that the cartridge had been filled with. Subsequently, the customer loaded a new cartridge with more than 300 units and received a valid cartridge alarm 9 (overfill alarm). The customer's blood glucose level was 276 mg/dl, and was addressed with a correction bolus. Reportedly, the customer loaded a new cartridge with 120 units of insulin and completed the load process successfully.